Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction,: fecal incontinence it was reported that the patient has not been using it because it did not really help, the doctor had to go back in to move the stimulator and after that they tried to use it but it never worked properly so they turned it off. The caller said the MRI techs said it needs to be 100% charged. The caller said the handset shows 86%;% the communicator indicator light it orange. The caller removed the cord from the communicator and pressed the button; the blue light flashed as expected. Reviewed the communicator indicator light color information. Reviewed the ins battery is non -rechargeable. Offered and emailed MRI information. Offered to assist to use the equipment to activate MRI mode, but there was a lot happening in the hospital room. During the call, the caller brought the nurse in to speak with the agent about the ins being non-rechargeable and the handset was nearly 100%. The nurse said the MRI techs usually do it, they would check with the MRI department. Redirected to call back or have the healthcare providers cal l tech support if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.